Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set blocked alarm event on 25-jun-2024. The blockage is located at the site. The patient reported that the infusion set cannula was filled wih the blood inside. No further information available